Manufacturer narrative:
(B)(4).

Event description:
It was reported a motor stall occurred during an catheter implant/revision procedure. The logs were accessed and reviewed. The stall and recovery were recoreded at 0904 on (B)(6)-2008. No alarm was heard. A magnetic resonance image (MRI) was taken in the operating room at the same time when the motor stall occurred.